Event description:
Patient reported MRI findings of "moderate intracapsular peri-implant seroma" against left side device. Patient also reported anxiety. Patient also reported "asia syndrome, pain in the breast, shoulder, scapula and neck, swelling, late seroma, skin allergies, lip/eye swelling events, migraine, dry eyes and mouth, tingling and numbness events in the arms and hands, hair loss," which are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii.